Manufacturer narrative:
The customer¿s report of an infusion completing sooner than expected was not confirmed. Analysis of the pcu event log shows that at 4:49 pm on (B)(6) 2018 the pump module was programmed to infuse fentanyl 2500mcg/250ml at a rate of 2.5ml/hr with a vtbi of 190ml and continued until 5:18 pm when the device was channeled off. During this period, the device alarmed once for patient side occlusion and four times for air in line. The volume recorded as being infused during this period was 1.074ml. The root cause of the infusion completing sooner than expected was not identified. No device or disposable set were returned for investigation. No devices received, log review only.

Event description:
The customer reported that fentanyl was programmed in the ER to infuse at 25mcg/hr and double verified by two rns. The patient was transferred to the critical care unit by rn and rt. In the ICU, the fentanyl was noted to be infusing at 2.5ml/hr. The pump was alarming for air-in-line and air-in-line was noted after the patient was transferred from the stretcher to the ICU bed. Upon further evaluation, the rn noted the fentanyl bag was empty. There was no patient harm.